Event description:
This is report 2 of 2 for the same event. It was reported that during a tympanoplasty surgical procedure the motor device and the attachment device were "overheating". There were no delays to the planned surgical procedure as spare identical devices were available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.